Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
It was reported that during a laparoscopic bilateral salpingo-oophorectomy, the device would not cauterize a bleeding vessel. The procedure was delayed by 10 minutes to obtain a new device and the procedure was completed. No pt injury was reported.